Event description:
It is reported that the patient was revised due to pain and aseptic loosening.

Manufacturer narrative:
Review of primary surgical report provided indicates the use of a journey deuce femoral component with the zimmer components. The IFU cautions against the use of components from other knee systems with the unicompartmental knee. The revision op notes reported gross loosening of the patella and tibia, as well as loosening of the femur to a lesser degree. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. Although a definitive root cause cannot be determined with the information provided, the failure could be related to the use of a third party femur. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.